Event description:
Boston scientific received information via latitude remote monitoring that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead were exhibiting high out of range pacing impedance measurements. There was no noise present on the presenting electrogram. A review of the pacing impedance measurements did not show an upward trend, but instead indicated the measurements moved up and down. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
Attempts to retrieve additional information have been made. At this time there is no additional information available. If additional information becomes available the event will be updated.

Manufacturer narrative:
Additional information received from the local area sales representative indicated the physician is aware and plans to monitor the lead. There are no plans for additional intervention at this time.